Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, per report, the cause of the malposition was tension in the delivery system or possibly patient anatomy. The malposition leading to pvl was due combination of too aortic position and the small size (20mm) of the valve. A larger valve (23mm) was implanted in a lower position which reduced the pvl to mild. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during deployment of 20mm sapien 3 valve in the aortic position by subclavian approach with +1cc of volume, the valve deployed too aortic. The valve position was approximately 100/0 on the non-coronary cusp and 95/5 on left coronary cusp. Although the intended position was 80/20 (aortic/ventricular), the marker was aligned to annulus; but it moved aortic during deployment either due to catheter tension or patient anatomy. A root angio was performed and suggested moderate paravalvular leak (pvl). A decision was to implant a 23mm sapien 3 valve within the 20mm valve was made to resolve the pvl. A 23mm sapien 3 valve was prepped with -1cc and deployed without issue, and landed 70/30 in stable position. The pvl was reduced to trivial. The patient was stable and discharged. Per report, the cause of pvl was felt to be due a combination of the high position and the small size of the valve, which is why they decided to place a 23mm inside the first valve in a lower position. The patient¿s annulus measured 320mm.